Event description:
It was reported that the procedure was cancelled post patient sedation due to multiple device issues. A rota procedure was being performed using a rotapro 1.50mm and rotawire for treatment. The patient was prepared and sedated for the procedure, however when preparing the devices it was noted that the rotawire would not fully advance through the advancer. The wire was heard hitting the back, but it would not advance. Another rotapro 1.50mm was then opened and the rotawire was able to advance successfully. However, it was then noticed that the device was unable to platform at a normal speed. Gas and connections were all checked, however the issue could not be resolved. Due to these events, the procedure was cancelled and rescheduled for a later time. No patient complications resulted due to this event.